Manufacturer narrative:
The investigation based on accuview graph: total time of the study is 48 hours, normal value. Immediately from the beginning of the study on 15/jun/2016 9:28:50pm until 16/jun/2016 02:02am, the ph value at 1 ph (this show the capsule is in stomach from placement) and then raise to above 8 ph value (small bowel) to high reading all the graph. This indicate that bravo capsule was not placed correctly and bravo capsule detach in the beginning of the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer to report a suspected bravo capsule detaching early during a study. Technical support reviewed the study data and confirmed the issue. The customer then called back and stated the bravo capsule actually failed to attach, making this case a reportable event.

Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to detach/attach from the delivery device onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.